Event description:
It was reported that the compressor did not switch on. There was no patient harm. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. Based on technician statement, the internal leakage test failed with message: 'system volume too large'. Moreover, the o2 cell/sensor test failed as well. The air gas module was found defective and replaced. The issue has been resolved and the device was delivered to the user in working condition. The air gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The device logs were not received and no parts have been returned for investigation, therefore the root cause of the reported event has not been determined. The correction of fields catalog #, serial #, manufacture date, medical device ¿ problem code, health effect ¿ impact codes and usage of device was required. This is based on the internal evaluation. Initial received information indicated that the record was created for compressor mini device, however further process of complaint handling revealed that this record was created for servo-I device. Previous catalog #: 6481787. Corrected catalog #: 6487800. Previous serial #:(B)(6). Corrected serial #: (B)(6). Previous manufacture date: 10/01/2021. Corrected manufacture date: 09/28/2021. Previous medical device ¿ problem code: electrical /electronic property problem/power problem/failure to power up/1476.. Corrected medical device ¿ problem code: output problem///3005. Previous health effect ¿ impact codes: no health consequences or impact///2199. Corrected health effect ¿ impact codes: no patient involvement///2645. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref.#: (B)(4).